Event description:
Facility alleged: on the ninth use, the arterial bloodline tubing split inside the blood pump while treatment was in progress. Actual sample saved for evaluation. Estimated blood loss: 140cc. Pt hematocrit 31.9 from 33.0% before incident.